Event description:
Patient was implanted with 4.5mm narrow dcp plate and screw construct on (B)(6) 2012. On (B)(6) 2012, it was discovered by the surgeon that the plate had broken. Patient was returned to the o.r on (B)(6) 2012 for a revision surgery. The hardware was removed and the surgeon revised the patient to a larger plate construct.

Manufacturer narrative:
Device is used for treatment, not diagnosis the event reported on report 2520274-2013-01369 was also reported on report 2520274-2013-07474. This report is being filed to rescind report 2520274-2013-01369 as a duplicate report.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.